Event description:
It was reported the plastic block cracked and sheared apart during impact. All pieces were retrieved.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. This device was manufactured in 2004. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.